Event description:
The reporter stated the aa4203tl silicone plate lens was loaded upside down which resulted in resistance during insertion and the lens tore. The lens was removed without enlarging the incision and there was no patient injury. The reporter stated the incident was the result of loading error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with toric (elastic).(B)(4): evaluation - visual inspection of the returned lens showed a haptic plate and pieces of the optic were torn off and missing. There was a clear surgical residue on the lens. (B)(4).